Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2010 and replaced the 3 way drain valve, flushed the tubing, and also replaced the filter, which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the immage 800 immunochemistry system is flooding on the top and the bottom of the instrument. No operator exposure was noted for this event.